Manufacturer narrative:
A review of the manufacture records for this device was conducted. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). Customer stated that the product entered the patients body; but the stent would not deploy. The physician selected another stent to finish the procedure. Investigation of the returned device on (B)(4) 2015 the stent was received partially deployed and was missing several cell layers and the distal retainer hoops.